Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did follow up and obtain additional information. Instrument was inspected prior to use. There was no damage out of the ordinary. Colectomy was being performed. Tissue dissection and incision was being performed at the time of the issue. The instrument issue occurred after a system fault. Jaws were not stuck on the tissue. If jaws were stuck closed on tissue, the surgeon/or staff was not able to successfully open the jaws intraoperatively and release the tissue. Another instrument was not used to pry open the jaws. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal and surgical outcome was successful and acceptable. There was no bleeding. There was no intervention. Procedure was completed. There was no patient injury. Isi has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after using once, the vessel sealer extend instrument's tip did not open. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of missing grip ring screw be related to the customer reported complaint. The instrument exhibited imprecise motion in the yaw direction(s)/during gripping and un-gripping. The grip did not open or close at all. The instrument was visual inspected, the instrument housing was removed and observed that the screw holding the grip ring was missing which resulted to have a grip ring dislodged from the proximal grip drive adapter, which prevents the grip from opening and closing properly. As a result the grip open lever was not functional.

Event description:
Refer to h11 for follow-up information.